Event description:
It was reported that the patient was using a battery operated electric bug swatter. He felt a "sharp pain from the base of my skull clear down to my tailbone" and had problems walking. The device is still in use. No further patient complications have reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.